Manufacturer narrative:
An event of patient effects pericardial effusion, angina, and dyspnea was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer amulet delivery sheath. The patient's left atrial appendage (laa) measurements were as follows: laa at widest width = 29mm; laa depth = 22mm; laa landing zone at widest = 24mm; and laa landing zone at narrowest = 19mm. During procedure, the patient was administered heparin and their activated clotting time (act) levels were 376 seconds. It was reported the 28mm amulet was partially recaptured three times before it was successfully implanted. There were no reported adverse events during procedure. It was reported the patient underwent a 3-month follow up transesophageal echocardiography (tee) on (B)(6) 2024 and pericardial effusion was not confirmed. The patient's international normalized ratio measured 1.1. Later in the afternoon and evening, the patient began experiencing chest pain and dyspnea. The patient was admitted to the hospital on (B)(6) 2024 where transthoracic echocardiography (tte) noted pericardial effusion measured 10mm at the pericardial. No cardiac tamponade was confirmed. A supplementary computed tomography (CT) on (B)(6) 2024 confirmed the device to be in good position and in good distance from the pulmonary artery. It was determined the pericardial effusion was not hemodynamically significant. The pericardial effusion remained unchanged in volume for 24 hours. The patient was given nsaids before being discharged. The patient status was reported stable and without symptoms. It was noted by the physician that the 3-month tee probe could have interacted with the amulet device and caused the late effusion.